Manufacturer narrative:
A follow up report will be submitted, upon completion of the investigation.

Event description:
It was reported to philips, that the device experienced a shock equipment malfunction. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.